Event description:
Infant's feeding and medications prepared in disposable nurser/bottle. Upon inverting bottle to feed infant, small amount of formula and medications leaked out small crack in nurser/bottle. Contents of nurser/bottle were placed into new nurser/bottle and fed without further incident. Affected nurser/bottle and another unopened package that appeared to have same issue were saved for further investigation.